Manufacturer narrative:
(B)(4):visual evaluation of the returned device found the basket to be fully retracted and closed. The side car rx presented pushback which is out of specification and the coil assembly outer sheath was torn and buckled from the distal end of the black heat shrink. A functional evaluation was not performed due to the torn outer sheath.the evaluation revealed the side car ¿ rx presented pushback. It is possible the customer was looking at the side car - rx pushback and the exposed metal at distal end of the coil assembly and reported it as basket won't close. Additionally, the sheath damage most likely occurred as the device was inserted into the scope. Therefore, the most probable root cause of "operational context" is selected for the complaint.the device history record review found the device met all manufacturing specifications. A search of the complaint database found one unrelated complaint from the same customer.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2015.according to the complainant, there were no issues with the device prior to use. During the procedure, an attempt to grasp a 2 cm stone in the mid cbd was made, however, the clear sheath tore. Subsequently the basket would not close. The physician removed the duodenoscope together with the trapezoid rx basket from the patient and the procedure was completed with a second trapezoid¿ rx basket.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿stable".this event has been deemed a reportable event based on the investigation results; side car-rx pushback.